Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation the battery was found to be functional when placed on a charger and in a test monitor. However, the battery would not hold a charge. The cause for the battery not holding charge cannot be positively determined but was likely the result of defective cells. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient contacted zoll customer support to report that one of his battery packs will not hold a charge. The patient was issued a replacement battery pack.